Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to infection with sepsis, but it was used as temporary pacing support; the temporary system was taken out of service later. No additional adverse patient effects were reported.